Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced hyperglycemia and hypoglycemia events. The patient was hospitalized on 4 to 5 separate occasions, but she was only able to provide details for a few occasions. The most recent hospitalization was in (B)(6) 2016 where the patient's blood glucose result was "above 500 mg/dl". The patient gave herself approximately 30 units of insulin from the infusion device and 6 units by pen injection. She states that she had pain in her abdomen or back, had a headache, and experienced numbness in her feet. The patient's family member called the ambulance since the patient was in too much pain. The paramedics tested the patient with a blood glucose result of 415 mg/dl which was about a half hour after the result of 500 mg/dl on the patient's aviva combo meter. The paramedics did not provide the patient with any treatment and took her directly to the hospital. The patient's blood glucose result was 350 mg/dl on the hospital's meter. The patient was treated with saline via IV and she was given insulin by injection. The patient was hospitalized overnight. For the second hospitalization, the patient experienced hypoglycemia. The patient did not remember when this event occurred. The patient's daughter noticed in the morning that the patient wasn¿t awake yet. She discovered the patient was unconscious. Before falling unconscious, the patient experienced numbness, and an inability to respond to questions. She was unconscious for about an hour and 30 minutes. The daughter tested the patient at approximately 35 mg/dl on her aviva combo meter. Her daughter then called an ambulance and they arrived about 10 minutes later. The blood glucose result on the paramedic's meter was "20-35 mg/dl". This was 15 minutes after the reading of 35 mg/dl on the patient's meter. The paramedics treated the patient with glucose injections and monitored the patient for about 1.5 hours. She was then taken to the hospital via the ambulance. The blood glucose result at the hospital was around 60 mg/dl. The patient was treated with glucose via IV. She was hospitalized for 2 days. The first chronological hospitalization, the patient can remember this was for high blood glucose. The patient did not remember when this event occurred. She does not remember many details of this hospitalization. She stated she experienced elevated glucose results, but she does not remember approximately what they were. The patient states her friend called an ambulance. During this event, she remained conscious. She does not remember if any blood glucose tests or treatment was provided by the ambulance. The patient was treated with saline via IV. She was hospitalized for 24 hours. The patient did not wish to provide details for any of the other events. The patient stated that she was admitted to the hospital each time and treated with insulin via IV for the hyperglycemia events and she was treated with glucose via IV for the hypoglycemia events. She stated that her symptoms for the high blood glucose incidents were always blurry vision, pain in the abdomen and back, and numbness in her feet and hands. The patient states that her symptoms for the low blood glucose events were always numbness and difficulty responding, before becoming unconscious. The infusion device serial number was not provided. The infusion device is not expected to be returned for product evaluation.